Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation and the patient experienced cerebrovascular accident. Intervention is unknown. It was reported after an afib case, a stroke was noticed. The patient had struggled with speech once they woke up from anesthesia. A magnetic resonance imaging (MRI) was done to confirm the stroke. The medical intervention provided is unknown. The patient was reported to be in stable condition. It was also reported that the thermocool smarttouch sf (stsf) catheter showed a high temperature reading on the ngen and ablation stopped. The temperature would jump from 30 to 40 degrees celsius. The cable was checked, and the issue persisted. The cable was replaced with no resolution. The irrigation was checked, and the issue persisted. When the catheter was replaced, the issue was resolved. On 30-aug-2024, additional information was received. It was reported that the physician¿s opinion on the cause of the adverse event is the patient condition. It was also reported that the temperature cut-off value was not exceeded. Ablation would come on for less than a second before erroring out. The patient¿s gender was provided. Therefore, the patient information section was updated. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, a force, deflection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was recognized and visualized correctly. No temperature, impedance or force issues were observed. An irrigation test was performed, and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. In addition, the device was deflecting correctly a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Additionally, the expiration date has been provided. Therefore, fields d4. Expiration date has been populated. The high temperature reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse evet is the patient's condition the catheter instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. States that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation and the patient experienced cerebrovascular accident. Intervention is unknown. It was reported after an afib case, a stroke was noticed. The patient had struggled with speech once they woke up from anesthesia. A magnetic resonance imaging (MRI) was done to confirm the stroke. The medical intervention provided is unknown. The patient was reported to be in stable condition. It was also reported that the thermocool smarttouch sf (stsf) catheter showed a high temperature reading on the ngen and ablation stopped. The temperature would jump from 30 to 40 degrees celsius. The cable was checked, and the issue persisted. The cable was replaced with no resolution. The irrigation was checked, and the issue persisted. When the catheter was replaced, the issue was resolved.